Event description:
The device was returned for a valve 2 leak error. Alarms alerted when cassettes were loaded immediately. Log files confirm the error. The device failed functional testing for the valves. Internal inspection found no other damage.

Event description:
The following has been reported: customer reports a pump giving some trouble that was being used during the various trainings taking place all over. The systems dashboard listed the following in the maintenance alarm section: system idle failure - in safe state 1 : (details: state flow system fault flow control status failure). The pump has had several pump error messages that came up during training. Trying to pull logs waiting to have the pump powered on to capture them. A preliminary review identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.